Event description:
The patient underwent a one level corpectomy at c5 (tbc) using bengal cage with transitional acp plate and variable self tapping screws (qty 4) placed inferiorly and superiorly which occurred on (B)(6) 2014. On (B)(6) 2014, the helix t acp plate reportedly broke/ separated and came apart at the inferior end of the two level plate. Revision surgery was performed to remove the plate. The patient is reportedly doing well post revision surgery. Anatomical stability, post corpectomy, patient activity level, and patient's compliance with post-surgical instructions are unk.

Manufacturer narrative:
Nuvasive ref: (B)(4). The radiographs confirming the event were reviewed and the two level plate was placed over the corpectomy in which a non-nuvasive (bangal cage) was implanted variable fixation bone screws were only placed inferiorly and superiorly while omitting the ctr fixation possibly causing instability. Review of the device history records noted no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Device was measured and met design requirements except in the area where plastic deformation resulted from the prying/ extension forces during the separation of the plate assembly. It is also unk if the patient sustained some impact or fall contributing to the event. The root cause of this reported event has not been determined; no conclusion can be drawn.